Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menometrorrhagia ("only two days without menstrual flow"), pain ("pain all over the body") and depression ("how am I going to be depressed with four kids"). The patient was treated with surgery (essure and uterus were removed). At the time of the report, the pelvic pain, alopecia, menometrorrhagia, pain and depression outcome was unknown. The reporter considered alopecia, depression, menometrorrhagia, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / severe pain in her pelvis / chronic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menometrorrhagia ("only two days without menstrual flow"), pain ("pain all over the body"), depression ("howam I going to be depressed with four kids / depression"), headache ("severe pain in her head"), back pain ("severe pain in lower back"), pain in extremity ("severe pain in her legs"), skin discolouration ("body spots") and metal poisoning ("the device contaminated her body with nickel"). The patient was treated with surgery (essure and uterus were removed). Essure was removed in 2017. At the time of the report, the pelvic pain had not resolved and the alopecia, menometrorrhagia, pain, depression, headache, back pain, pain in extremity, skin discolouration and metal poisoning outcome was unknown. The reporter provided no causality assessment for back pain, headache, metal poisoning, pain in extremity and skin discolouration with essure. The reporter considered alopecia, depression, menometrorrhagia, pain and pelvic pain to be related to essure. The reporter commented: at the time of fu information, the patient has 43-years old and still suffers from chronic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2021: reporter¿s and patient¿s information were updated. Removal of essure performed in 2017, and the events headache, back pain, pain in legs, body spots and metal poisoning were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menometrorrhagia ("only two days without menstrual flow"), pain ("pain all over the bory") and depression ("howam I going to be depressed with four kids"). The patient was treated with surgery (essure and uterus were removed). At the time of the report, the pelvic pain, alopecia, menometrorrhagia, pain and depression outcome was unknown. The reporter considered alopecia, depression, menometrorrhagia, pain and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.